Event description:
Covidien was notified by a customer in the USA that there have been several instances where paramedics have started with the smart capnoline plus during the preparation of intubation missed the fact that no one has changed from the smart capnoline plus to the intubated filter line set." The medics have "pulled their tubes because no waveform was displayed." The customer reports that the sampling lines were "probably good" and that "this is a medic error and that they need to take the time to ensure that someone unplugs the smart capnoline plus and plugs in the intubated filter line set." He partially attributes the error to the fact that both the non-intubated and intubated lines have the same color connector. The exact date of the event is unknown. More information has been requested from the customer.

Manufacturer narrative:
Confirmed that device was discarded and will not be returned for evaluation. Original packaging was discarded, and lot number was requested but unknown. No sample is expected for this complaint. This incident includes another device and is also reported on MFR report # 8044004-2014-00005. In the event that additional information is obtained, a supplemental report will be issued. Covidien ref: (B)(4).